Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
Customer and doctor reportedly alleged the pump does not deliver insulin correctly; customer has experienced elevated blood glucose levels up to 400 mg/dl and hba1c increased from 7.5% to 9.1%. No adverse event reported. Requested return of the alleged device for evaluation.